Event description:
The pt services rep (psr) of a female pt contacted lifecor customer support to report that the battery charger would come on with the amber light and the red light with a line through the battery would flash. Also the battery charger would not consistently stay on. The psr had tried several different outlets. Support sent the psr a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger has been completed. The reported problem was reproduced. The cause of the charger problem was an unk liquid in the battery charger. The root cause of the defective charger was probably liquid spilled into the well of the battery charger. The battery charger was scrapped. No adverse event resulted from the damaged charger. The pt received replacement charger.